Event description:
In 2007, the hospital contacted lifescan (lfs) customer service to report that no one was able to download the surestep flexx meter data over the past weekend. He said he came into the office and found meter link was not running. Meter link is a software application that provides connectivity between the meters and the data link workstation via a network. Meter link is designed to launch automatically when the data link program is launched. The pocc said he launched the data link application and got meter link running. The hospital floors were then able to download meters. During his conversation with the lfs customer service representative (csr), he happened to mention that in the past a similar incident had occurred and a patient died on event day. The hosp stated that later, during the investigation of the patient's death, the patient's doctor claimed that due to results not crossing over to the patient's electronic medical record (emr), he could not obtain the patient's results to review and take appropriate action. On 12/06/07 lfs customer service hosted a webex session with the hosp to review the hospital's data link system remotely. The hospital's windows xp event viewer documented a svhost.exe (known worm virus) event at 11:15 pm one day prior to event date followed by a bad return code in internal processing. The pocc told the lfs csr he recalled these two events occurred approximately 40 minutes to 1 hour before meter link allegedly closed on event day. According to lfs technical experts, this worm could have led to the meter link application closing on the same day. The hospital is department agreed to send a disc copy of the event reviewer and meter link logs to lfs for further review. However, as on twenty five days after the original date, lfs has not received the disc copy. Based on currently available information, there is insufficient information to indicate a malfunction of the lfs data link product. On a week after the original date, lfs medical affairs and customer service personnel spoke via conference call with the hospital directors of risk management and the laboratory, who provided the following information, supplemented by a telephone call on approx two weeks later involving lfs medical affairs and lifescan informatics with the same individuals at the hospital plus the hospital's director of information systems (is) and another member of the is department. The patient was a woman admitted to the hospital via the ER at 1:20 am on three days prior to event date, with a diagnosis of pneumonia. The patient had a history of asthma, hypertension, chronic renal failure, uti, and diabetes treated with amaryl. Twenty-four to 48 hours prior to admission, the patient's physician had increased her amaryl dosage of 2 mg per day. On admission to the ER, the patient's blood glucose level was in the 200 mg/dl range. The patient was treated with insulin one time in the hospital at an unknown time and date. She also received amaryl 2 mg per day, an unspecified antibiotic and other unspecified medication while hospitalized. On the next day, the patient appeared to be improving. One day later, the patient's blood glucose results were in the 130 mg/dl range. The patient's creatinine level increased from 4.0 to 5.1; however, the reporter could not provide details regarding the patient's urine output. A nephrologist was called to see the patient at an unknown time. On event day, the patient's blood glucose readings were 63 mg/dl at 5:30 am, 75 mg/dl at 6:41 am, 67 mg/dl at 8:55 am and 66 mg/dl at 12:44 pm. The patient received amaryl 2 mg/d because her protocol indicated that amaryl was to be held if the blood glucose was <65 mg/dl. A physician came to the hospital on the same day, and saw previous blood glucose readings in the patient's emr because the readings obtained that day had not downloaded to the emr after the meter link application closed as described above. The doctor apparently did not realize these were earlier readings. We do not know what conclusions, if any, the physician drew from the data, and what issues, if any, the nurse posed to the physician. Hospital nursing personnel attempted to contact a hospitalist physician in regard to the patient's status, including the glucose values in the 60's; however, the incorrect hospitalist group was contacted. At 5:32 pm on the same day, the patient's blood glucose was 65 mg/dl. She ate dinner and a blood glucose result of 88 mg/dl was obtained after dinner at an unknown time. The patient was placed on a nursing protocol for managing hypoglycemia. She was given oral carbohydrates. She sat up and read for a while. At 11:00 pm, the patient's vital signs were stable and she was asymptomatic. It was not clear if blood glucose testing had been performed at or around this time. After 11:00 pm, the patient slept. One day after the event date, nursing records indicate the patient was asleep at 4:00 or 4:30 am. Within one hour she was found to be unresponsive when a hospital employee went to perform a finger stick blood glucose test. A "code 99" was called. The patient's blood glucose result was 7 mg/dl. She did not respond to resuscitative efforts and time of death was noted at 9:00 am. The cause of the patient's death was documented as pneumonia. This case is being reported because hospital personnel have alleged that the failure of the patient's blood glucose results to transfer via the hospital data management system to the patient's emr is one, among other, root causes in the patient's hypoglycemia. They do not believe that the failure of data transfer is a root cause of the patient's death. In the opinion of lfs medical affairs, there is no evidence that lack of blood glucose data contributed to the patient's death or to a serious injury (i.e. Severe hypoglycemia). The reasons for this conclusion are several. The nurses were monitoring the patient's blood glucose level, and there is no allegation of inaccurate readings. The glucose result of 7 mg/dl is consistent with the earlier readings and with the patient's treatment and underlying condition. Furthermore, on 09/29/07, the patient's blood glucose status was managed under a nursing protocol for hypoglycemia with access to the glucose data. Finally, there is insufficient data to conclude that the data link product malfunctioned. A supplemental report will be sent if and when additional information is available. The hospital has promised to send a cd with an application log for lifescan's review.